Event description:
The report from the affiliate indicated that: a pt underwent an elective procedure to an in-stent restenosis (isr) with 83.8% stenosis in the mid rca. The isr lesion was type c, eccentric and diffused. A femoral approach was chosen. The site was predilated with a 3.0 x 20mm balloon at 6atm (inflation time unknown). A 3.0 x 28mm cypher stent was implanted at 12atm for 31-60 seconds. A 3.5 x 23mm cypher stent was placed to overlap it at 12atm for 31-60 seconds. Two months later, a 3.0 x 18mm cypher stent was implanted to the mid lad as scheduled. There was no vessel or procedure information, the pt had chest pain. Emergent pci was conducted and restenosis was confirmed in all three cyphers. The two rca cyphers were treated at this time and the lad. Cypher was treated eight days later. The vessels were treated with poba and a total of four additional cypher stents.